Event description:
It was reported that this patient received two inappropriate shocks from this subcutaneous implantable defibrillator (s-ICD) system while asleep. The patient was subsequently admitted to hospital and device data was sent to boston scientific technical services (ts) for review. Ts discussed that the shocks were delivered due to over-sensed non-physiologic noise, potentially from the sense b node. Provocative maneuvers and diagnostic imaging was recommended prior to a likely revision procedure. S-ICD extraction techniques were also provided. The recommended maneuvers were performed, and noise was seen in all the sensing vectors. The physician elected to surgically explant and replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse effects. The system is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient received two inappropriate shocks from this subcutaneous implantable defibrillator (s-ICD) system while asleep. The patient was subsequently admitted to hospital and device data was sent to boston scientific technical services (ts) for review. Ts discussed that the shocks were delivered due to over-sensed non-physiologic noise, potentially from the sense b node. Provocative maneuvers and diagnostic imaging was recommended prior to a likely revision procedure. S-ICD extraction techniques were also provided. The recommended maneuvers were performed, and noise was seen in all the sensing vectors. The physician elected to surgically explant and replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse effects. The device was received for analysis.

Event description:
It was reported that this patient received two inappropriate shocks from this subcutaneous implantable defibrillator (s-ICD) system while asleep. The patient was subsequently admitted to hospital and device data was sent to boston scientific technical services (ts) for review. Ts discussed that the shocks were delivered due to over-sensed non-physiologic noise, potentially from the sense b node. Provocative maneuvers and diagnostic imaging was recommended prior to a likely revision procedure. S-ICD extraction techniques were also provided. The recommended maneuvers were performed, and noise was seen in all the sensing vectors. The physician elected to surgically explant and replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse effects. The device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.